Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: , corrected data: d4 model # was corrected from 4004 to 4004-9 lot no was corrected from e16kpk to e18gbx. Expiration date was corrected from 10/01/2019 to 07/01/2021. Device manufacturer date was corrected from 10/07/2016 to 07/02/2018.

Event description:
The customer reported inaccurate low spo2 reading. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported inaccurate low spo2 reading. No patient impact or consequences were reported.